Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and "two lymphatic ganglion in right armpit that could contain silicone". In addition "suspicious of alcl" was reported. The device has been explanted and replaced. Histopathological markers were not reported.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "lymphoma, capsular contracture and lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, capsular contracture baker grade iii, and lymphadenopathy.

Event description:
Physician later confirmed via pathology report "pathological anatomy report in which there is no suspicion of alcl", and "fibro-adipose tissue revealing areas of dense collagenous wall with incomplete pseudosynovial lining. No accompanying inflammatory infiltrate or signs of atypia/malignancy observed."

Manufacturer narrative:
Previous medwatch submission noted lymphoma - alcl - suspected. Upon further review of record, allergan medical safety has determined that there is insufficient information for lymphoma - alcl - suspected. Hence, lymphoma - alcl - suspected will be removed at this time.